Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a motor (rewind issue) issue. Reportedly, the piston rod was not retracting during the rewind/load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/08/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found multiple rewind/load steps on the event date without motor tolerance warnings. The pump powered up and functioned properly. A rewind/load/prime sequence was executed with no incidences. The piston was able to rewind fully during the testing. The reported load step malfunction issue was not verified in the black box or duplicated in the investigation.